Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a routine implantable cardioverter defibrillator change out procedure, the atrial lead was noticed to be wrapped around the device and was pinched and bent at two locations close to the lead's proximal tip. All electrical measurements were good. The physician used a lead splice kit to strengthen the atrial lead at the two locations and the lead remained implanted. The patient was in stable condition.